Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line and transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient stated he was sleeping and when he woke up the patient line was not connected to the transfer set. The patient was unsure how the patient line became disconnected. The technical service representative (tsr) had the patient cycle the power on the homechoice to clear the alarm and to advance the device to press go to start. The tsr reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.